Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that two weeks following an intraocular lens (iol) implant procedure, the patient developed descemet's membrane folds, inflammation and experienced decreased visual acuity. The patient was treated with steroid medication. Additional information was provided that the event occurred approximately three weeks after the surgery. Additional information has been requested.